Event description:
While attempting to get up, patient experienced pain and a popping sensation. X-rays show that the patient's pedicle at l3 is fractured. The medical device construct is intact. The part indicated by the initial reported is not broken, nor has it malfunctioned. Patient underwent a revision surgery to correct the problem in 2007.

Manufacturer narrative:
An eval of info provided by the initial reporter was conducted. Based on the dept. Of health and human services internet website, the patient's body mass index indicates the patient is overweight and could be considered obese. The package insert states: contraindication: patients with infection, inflammation, fever, tumors, elevated white blood cell count, obesity, pregnancy, mental illness and other medical conditions, which would prohibit beneficial surgical outcome. Adverse effects: the following complications and adverse reactions have been shown to occur with the use of a similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Bone graft, vertebral body and/or sacral fracture, and/or discontinued growth of fused bone at, above and/or below the surgery level. Revision surgery. Based on the contraindication, the cause of the incident is related to the use of the device. Based on the info provided by the initial reporter, there is no reported malfunction of the device.